Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge on to the pump stating that the cartridge would slide 3/4 of the way but would not secure down. During troubleshooting with tandem technical support, the customer stated that there was an o ring on the pneumatic tap. The customer was able to successfully load a new cartridge on the pump. The customer's blood glucose levels were not impacted.